Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up, noise and low impedance was observed on the atrial lead. The physician performed a generator change out in 2016, and changed the device from above the pectoral muscle to sub-muscular. About 6 months ago, it was noted that the impedance started to trend down, measuring below 200 ohms. Fluoroscopy imaging revealed that the atrial lead was pinched and when the pocket was opened up, the lead was clearly kinked. The physician elected to cap and replace the atrial lead on (B)(6) 2017. The patient was stable.